Manufacturer narrative:
Eval summary: the exact origin of the pain is unk. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were reviewed and no complications were noted. The surgeon noted that intraoperative x-rays showed satisfactory alignment, however, x-rays were not provided to confirm whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing hip pain.